Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. Since ultrasonic waves were output in a state in which nothing was grasped by the grasping portion (including after the tissue was cut), the tip of the tissue pad was severely worn. 2. The non-insulated part of the probe and grip came to contact. 3. Since the seal & cut output was performed in that state, a seal & cut short circuit error occurred. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
As reported for this event by the customer, towards the end of a laparoscopic liver resection procedure, approximately five hours after start, a u508 seal and cut short circuit error message was received for the device. Upon checking, it was noted that the device tissue pad worn out to the extent that metal was exposed. This was a case with heavy bleeding. Procedure was completed with a new device of the same model number without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total operating time of the procedure is approximately five hours. The intelligent tissue monitoring (itm) setting was turned on in the middle of the procedure. Functional mode was seal and cut output setting 3. The device was inspected prior to use with no anomaly noted. The connections to the generator were checked. The transducer cords and other medical device cords were not bundled together. This is the first time such an event occurred with this user.

Manufacturer narrative:
Due diligence was executed for this event and customer provided available information. The device is discarded by the customer and will be not returned as the device was used on a patient with infectious diseases; as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.